Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the trial articular surfaces had cracks and a couple of small pieces had broken off in situ. All pieces were retrieved prior to completion of the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of returned device determined that the provisional has heavy gouges and dents on multiple surfaces indicating multiple uses and multiple fractures including on the distal, middle, posterior side and distal, left, posterior side. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported issue is attributed to be wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.